Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose was 160 mg/dl. The customer reported that there was crack on insulin pump screen and there was physical damage on the reservoir lip ring. The troubleshooting was performed for damage. The customer was advised that insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The product will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to cracked lcd glass. Unable to perform the self test and the displacement test due to blank display.